Event description:
It was reported the patient lost stimulation two weeks prior and was unable to recharge the ipg. A replacement charging system was unable to resolve the issue. The physician planned to replace the ipg at a future date.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.